Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose over 400mg/dl. The caller stated that the customer wanted to go to school without advising anyone of the high blood glucose. The customer on his way to the school throws up all over the car as well was throwing up all day. The caller also mentioned that the customer had high ketones. No further information was provided.